Event description:
It was reported that a dexcom g7 sensor failed, after which the user operated the ilet in bg run mode until the bg run expired before a replacement sensor could be started, leading to a period without automated insulin dosing. A new sensor was then paired, warmed up, and glucose values resumed on the ilet, allowing insulin delivery to restart. Symptoms included hyperglycemia with a highest glucose of 300 mg/d,l attributed to the lapse in sensor availability and dosing. Outcomes included transient hyperglycemia without hospitalization or medical intervention, followed by recovery with glucose trending down to 197 mg/dl after sensor start and dosing resumption. Investigation included troubleshooting and education regarding sensor start-up and system behavior when bg run expires and sensor data are absent. Investigation of this case revealed a failed continuous glucose monitor (cgm) sensor and an interruption of automated dosing due to bg run suspension, with no pump malfunction once cgm data resumed. It was concluded, based on previously established findings for similar reports, that the cause was sensor failure combined with use-condition factors related to timing of sensor replacement and bg run expiration.